Manufacturer narrative:
The device history record (DHR) confirmed that the ilet met all manufacturing specifications prior to release. A log review confirmed the ilet was functioning as intended. Based on the user's description, the event appears related to an unintended insulin delivery during a cartridge change process. The cause of the reported event is attributed to user handling error during infusion set and cartridge setup.

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event with a blood glucose (bg) reading of 20 mg/dl. The user contacted ems and was transported to the hospital and admitted. The user received glucose and intravenous insulin to raise bg levels. The event occurred after the user announced a meal and began the infusion set and cartridge change process. She reported confusion during the setup and stated that not all required steps were followed. Following discharge, she resumed use of the ilet and completed retraining with a clinical specialist. The user did not report any expected long-term effects.